Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. (B)(6).

Event description:
The customer reported devices are switching off. No patient impact or consequences reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Manufacturer narrative:
Additional manufacturing narrative: additional manufacturing narrative (if other): , corrected data: MFR number corrected from 2031172-2017-00242 to 2031172-2016-01470.